Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion breakage') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometriosis and pelvic adhesions. In 2007, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy other,"), rash ("rash"), skin disorder ("skin condition"), myopathy ("peripheral myopathy"), psychological trauma ("psych injury"), alopecia ("hair loss") and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Partial)). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, heavy menstrual bleeding, hypersensitivity, rash, skin disorder, myopathy, psychological trauma, alopecia, migraine and weight increased outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, device breakage, device dislocation, heavy menstrual bleeding, hypersensitivity, migraine, myopathy, pelvic pain, psychological trauma, rash, skin disorder and weight increased to be related to essure. The reporter commented: patient received treatment for events ¿allergy other,rash/skin condition breakage, peripheral myopathy, migration discrepancy noted: insertion date: (B)(6) 2019 (discrepancy note. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion breakage') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometriosis and pelvic adhesions. In 2007, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy other,"), rash ("rash"), skin disorder ("skin condition"), myopathy ("peripheral myopathy"), psychological trauma ("psych injury"), alopecia ("hair loss") and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Partial)). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, heavy menstrual bleeding, hypersensitivity, rash, skin disorder, myopathy, psychological trauma, alopecia, migraine and weight increased outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, device breakage, device dislocation, heavy menstrual bleeding, hypersensitivity, migraine, myopathy, pelvic pain, psychological trauma, rash, skin disorder and weight increased to be related to essure. The reporter commented: patient received treatment for events ¿allergy other,rash/skin condition breakage, peripheral myopathy, migration discrepancy noted: insertion date: (B)(6) 2019 (discrepancy note. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2021: mr received. Reporter's information added.medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion breakage') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy other,"), rash ("rash"), skin disorder ("skin condition"), myopathy ("peripheral myopathy"), psychological trauma ("psych injury"), alopecia ("hair loss") and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Partial)). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, menorrhagia, hypersensitivity, rash, skin disorder, myopathy, psychological trauma, alopecia, migraine and weight increased outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, device breakage, device dislocation, hypersensitivity, menorrhagia, migraine, myopathy, pelvic pain, psychological trauma, rash, skin disorder and weight increased to be related to essure. The reporter commented: patient received treatment for events allergy other,rash/skin condition breakage, peripheral myopathy, migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received event injury updated to pelvic pain. New events abdominal pain, menorrhagia (heavy menstrual bleeding), breakage, peripheral myopathy, psych injury, migration, hair loss, migraine, weight gain, allergy other,rash/skin condition were added. Patient information were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.